Manufacturer narrative:
Additional information event: the reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.5/+1.0/103 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6)2013. The surgeon reports refractive change over time and "visual power problem on close distances." The lens was explanted on a later date. Additional information regarding the patient status and if problem was resolved has been request. If additional details are available a supplemental MDR will be submitted. Device evaluation- the lens was returned dry in a microcentrifuge vial. Visual inspection found lens haptic torn and residue on lens surface. Patient code- (B)(4). Claim# complaint-(B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.5/+1.0/103 (sphere/cylindar/axis) into the patient's left eye (os) on (B)(6) 2013. The surgeon reports refractive change over time and "visual power problem on close distances." Reportedly, the lens remains implanted.

Manufacturer narrative:
Additional information: problem is resolved with the exchange; "all is fine!". (B)(4).

Manufacturer narrative:
Added applicable outcome/ previously stated the lens remains implanted. Updated information: on (B)(6) 2019 the lens was exchanged with a same size, different model, sphere, cylinder, axis lens. Reportedly, post-op results are not currently available. Distributor checked in error. (B)(4).